Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup vvi mode while the patient was at their home. The patient came to the hospital, and the device was programmed back to its original settings. There were no adverse consequences to the patient.

Event description:
New information received indicated that the patient was asymptomatic when previous reported device exhibited backup operation mode.